Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 126 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the battery of the insulin pump was removed and then reinstalled but the customer got a battery out limit alarm. The customer also reported that the insulin pump was exposed to water. Troubleshooting was not completed because the call got disconnected. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. Troubleshooting was not completed because the call got disconnected. No additional information is provided.